Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. Functional testing was unable to be performed as the device was unable to be turned on. The damaged printed circuit board assembly (pcba) sensor board was identified during the evaluation. The cause of the condition was unable to be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.